Manufacturer narrative:
Device analysis report attached. This report is submitted on january 24, 2023.

Manufacturer narrative:
This report is submitted on december 28,2022

Event description:
Per the clinic, the patient experienced dizziness,poor sound quality and fluctuating impedances. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022 and the patient was implanted with a new device during the same surgery.